Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('30,000+ members here its downright crazy how much pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patients had essure inserted. On an unknown date, the patients experienced pelvic pain (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"). The patient was treated with surgery (removal of essure). Essure was removed. At the time of the report, the pelvic pain and fatigue outcome was unknown. The reporter considered fatigue and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: pain, fatigue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-mar-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ((B)(6)) members here its downright crazy how much pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patients had essure inserted. On an unknown date, the patients experienced pelvic pain (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"). The patient was treated with surgery (removal of essure). Essure was removed. At the time of the report, the pelvic pain and fatigue outcome was unknown. The reporter considered fatigue and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: pain, fatigue. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.